Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated that they experienced frequent intermittent response by button press with all the buttons. The customer also stated the insulin pump was not dropped or exposed to moisture. The customer's blood glucose was 165 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer agreed to return the insulin pump for analysis.